Event description:
Boston scientific received information that right ventricular device output had been increased from 2.4v @ 0.6ms to 5.0v @ 0.6ms. Two weeks later, the device declared elective replacement time (ert). Estimated remaining longevity prior to the change in output was two years. The caller had expected at least three more months until ert would be declared. It was noted that the patient is 100% paced in both chambers. No adverse patient effects were reported. A boston scientific technical services consultant stated that the increase in output is likely the reason for the earlier than expected declaration of ert. The device was explanted and replaced without further incident. The details from this product issue will be forwarded to the boston scientific engineering department.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Detailed analysis confirmed that device programming resulted in the declaration of elective replacement time (ert). At 100% paced, the device had 2 to 2.2 years longevity remaining. After increasing the ventricular chamber pulse amplitude to 5.0v, this resulted in a 2 year reduction in longevity remaining. However, the device exceeded 84% of predicted longevity. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Device was explanted and returned.